Event description:
Customer reported experiencing a past low blood glucose event, with the lowest level recorded at 48 mg/dl. Cause was not known. The customer consumed glucose tablets to address the issue. Technical support recommended that the customer consult their healthcare provider to discuss potential factors affecting their blood glucose levels, and the customer understood this advice.